Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter are identified. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Balloon was noted to have peeled pebax, fiber disturbance, unraveling and frayed fiber throughout. No other anomalies during visual evaluation. On the functional testing the balloon was inflated with the in-house presto device and water was leaking from the balloon. The balloon fibers were stripped, the balloon was re-inflated, and a pinhole rupture was noted to the proximal end of the balloon. All the anomalies noted on microscopic observation. Therefore, the investigation was confirmed for the reported balloon rupture as a pin-hole balloon rupture was noted during the microscopic observation and water was leaking from the balloon during functional testing. The investigation was also confirmed for identified material frayed / unraveled fiber/ peeled pebax as fiber disturbance was noted during the visual evaluation. Per the reported event details, the target lesion was highly calcified. Therefore, it is possible the interaction between the lesion and the balloon contributed to the reported balloon rupture. However, the definitive root cause for the reported balloon rupture and material frayed / unraveled fiber/ peeled pebax could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2022).

Event description:
It was reported that during an angioplasty procedure of a highly calcified target lesion, the pta balloon allegedly ruptured at 8atm. There was no reported patient injury.